Manufacturer narrative:
Lumenis contacted the foreign facility's laser service provider in order to obtain additional information. An incident report and account of the event was provided. Although the procedure was initially abandoned with the first laser, the patient's procedure was finished with a replacement laser four hours later. No report of patient injury was received, however the patient was upset about the re-anesthesia. A review of the subject device historical service records shows that the device has had its annual preventive maintenance on time and performed by a lumenis certified service engineer. The last one being completed on (B)(6) 2018, having determined the system device met all operational and safety specifications. A lumenis certified service engineer inspected the subject device three days after the reported event and confirmed that the near field steering mirror was burnt. After replacing the mirror and aligning the fiber port, the system passed full power tests. A visual inspection on internal modules, optical bench/optics and blast shield, cooling system and output alignment revealed that all was ok. After output power checks using power meter were found to be within acceptable range, and testing maximum 100w power test firing for 10 minutes returned no faults, the system was returned to the facility having met all manufacturer specifications. Although a cause for the burnt mirror could not be determined, the most probable cause for the event is the handling and transportation of the device. This device is owned by a company whose equipment is 'mobile' in the sense that the laser is rented out to facilities upon request. The laser is frequently transported to and from hospitals and clinics. It is possible that transportation of the laser from point to point could have been the cause of the misalignment which led to the burnt mirror. As the laser optics are very fragile and sensitive, they are not prone to such movement, it would not be uncommon for the laser to fall out of alignment under such circumstances. Although there was no report of injury associated with this event, the alignment issue led to a cancelled procedure. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks and in an abundance of caution lumenis is reporting this event.

Event description:
A foreign user facility reported that at the start of a procedure in which a lumenis versapulse powersuite 100w was being utilized, the laser displayed an error on the screen indicating low energy. After a couple of times trying to work at a lower energy; first at 80w and then again at 60w, the laser was still not working correctly. Finally a red screen appeared with an error message "all laser malfunction". Unable to proceed with the use of the laser, the physician abandoned the procedure, and the patient was subsequently woken up from anesthesia. No report of patient injury or harm was received, nor did the malfunction cause or contribute to any change in the patient's status.